Event description:
Breakage of the abandoned lead was reported, which caused a significant section of the lead gathered in the atria. The subject lead was abandoned on (B)(6) 2009 due to suspicion of insulation breakage. On (B)(6) 2011, the pt visited the hospital because of dullness and chest pain since (B)(6) 2011. An x-ray confirmed that the lead was completely sectioned around the clavicle area, and a significant portion of the lead was gathered in the atria. Reportedly, the pt will be followed-up with anticoagulant drug therapy and regular echocardiography examinations for a while.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.